Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case on display window corner, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time diabetes mellitus 227mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.